Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in audio test the insulin pump beeped faintly but not loud. The customer¿s blood glucose level was 88 mg/dl at the time of the incident. The customer was reported that the insulin pump was broken and she did not hear the high and low alerts. The customer reported that they receive calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.